Event description:
In 2009, the pt called regarding a separate issue with e4 (occlusion) errors. During troubleshooting she found that her infusion site had come off of her body. Her blood glucose was elevated to 377 mg/dl. She stated that she felt "light headed" and she was going to sit down and drink water. She inserted a new infusion site and reconnected to her infusion device. She bolused 1 unit of insulin without error. Upon follow up in the next day, the pt stated that her blood glucose was decreasing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.